Event description:
Pump screen was reported as damaged and unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.